Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range (oor) shock impedance values. No evidence of lead noise was observed. Clinician was going to recommend the oor value be increased for this rv lead that remains in service. No adverse patient effects were reported.